Manufacturer narrative:
Please note that this report is being sent by courier due to an ongoing problem with our electronic submission gateway account which we were unable to resolve before the reporting deadline.

Event description:
A pt enrolled in an investigator initiated study of therasphere for primary or metastatic use died approx 2 weeks following therasphere treatment. The pt was admitted to hospital with painless hematemesis and hematochezia 6 days following therasphere treatment. Upper endoscopies and a colonoscopy were performed revealing gastric and rectal varices and no gastroduodenal ulcers. CT angiogram, nuclear medicine bleeding scan, and conventional angiogram did not show an arterial source for the bleeding. After temporary control, gi bleeding resumed and the pt died from cardiac arrest.